Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, there was a slight discomfort when connecting and the device was used as is but after about 2 hours red light turned on and it could not be used. The battery was replaced but the issue was not resolved. The dissector and generator was attempted to be detached from each other but they could not be detached. Another device was taken out and used. A distributor's representative used tools to detach the dissector and generator. Afterwards the generator was connected to another dissector and could be used without issues. The dissector did not come into contact with any metal instrument. Another dissector was used with the same generator and battery and worked fine. The connection part between the dissector and generator broke. It was completely removed and did not fall into the patient's cavity. There was no patient harm/injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found particulate matter in the body of the device. The waveguide was damaged. The torque adaptor had melted. The remnants of the torque adaptor were scattered in the handle body. Further examination of the torque adaptor and interfacing components, the damage appears to be from heat, likely friction. It was reported that the component disengaged, the device was difficult to assemble, the device was difficult to disassemble, and there was no activation during the procedure. The reported issues were confirmed. The most likely cause could not be established from the information available. This issue can occur due to inadequate torquing during assembly, the component geometry or positioning on the waveguide being out of specification, or assembly positioning and tolerance variations causing the torque adaptor to bias against the proximal wall of the inner torque nozzle during use, thereby increasing friction. The evaluation detected an unreported condition: waveguide damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.